Event description:
During a standard dental treatment the head of the handpiece heated up and burned the patient on inner right cheek to the size of the back cap. Patient was instructed to do warm salt water rinses and to take motrin for pain. No medical care was necessary.

Manufacturer narrative:
The analysis did show that the bearings have been gritty but the heat up was not reproducible during the test run. Handpiece runs out of specification. It is very likely that the root case for the heat up was that the handpiece was used as cheek retractor. In this case the cheek gives pressure to the back cap button during the treatment. This causes unusual inner friction which causes the heat up of the head. It also explains why the burn has the size of the back cap. The user instruction contains several warning notes which inform, that it is not allowed to push the back cap button while the instrument is rotating and that during a treatment the handpiece must not touch any soft tissue. Reported due to the 2 year presumption rule.